Event description:
While investigating a (B)(6) male pt's treatment event, a reportable problem was discovered. The front response button on the pt's monitor was not functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor's front response button was non-functional. The response button switch was defective. The root cause for the defective switch could not be positively identified. It could not be positively identified whether the response button was functional at the time of the pt's treatment event. No deficiencies were alleged against the response buttons. No adverse event resulted from the defective response button. The pt received a replacement monitor.